Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2008. The device failed a self test on (B)(6) 2008 for a low battery and the temperature at this time was 1.2c. The device was left in fail mode until (B)(6) 2010. Again the device failed a self test with a new pad-pak on (B)(6) 2010 and again the temperature was below zero. The device failed a self test again on (B)(6) 2011 and after this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence that the device is being stored in an inadequate location which has been proven to have detrimental effect on the device membrane. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.